Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a procedure wherein the implantable pulse generator (ipg) was revised for an unknown reason. No further information has been obtained. Additional information was received that the patient was not receiving full coverage. The physician removed the right sided lead and placed a new lead on the left to gain full coverage of the patients pain. The device was not returned for analysis as it was disposed of by the medical facility.

Manufacturer narrative:
D2b additional applicable product code: qrb.

Manufacturer narrative:
D2b additional applicable product code: qrb.

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a procedure wherein the implantable pulse generator (ipg) was revised for an unknown reason. No further information has been obtained.